Event description:
Additional information was received that this patient underwent integrity testing with a 41 joule commanded shock. The recorded shock impedance was 90 ohms. All electrical parameters were within normal limits. The patient was discharged to home. No changes to the system were made.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited out of range right ventricular (rv) shock impedances greater than 125 ohms. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
Attempts to obtain additional information are being made. Should additional information become available this report will be updated.